Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 lvp was affected by plastic recall and replaced bezel assy due to crack on the lower hinge, replaced door assy due to fluid ingress, replaced contaminated membrane frame, replaced contaminated male iui and female iui and replaced non- supported door latch. There was no reported patient involvement.